Event description:
Pt was treated in 2003. Thermage was notified of event in 2004. At five weeks post treatment the pt developed a deep vertical ridge in forehead. Follow-up in 2004: condition is improving. Most current follow-up in 2004. There has been no improvement in the pt's condition since the previous follow-up.